Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported they have twice chipped tooth since wearing aligners. The patient mentioned it felt like it is from the aligners really being tight against teeth. The patient was having severe pain with medication, which led to their visit to the dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.